Manufacturer narrative:
Gehc technical support recommended replacement of the filter board to task light harness, task light switch harness, and light board. Patient identifier could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported that, during a case, the unit had a failure that affected mechanical ventilation. The anesthesia machine was replaced. There was no reported patient injury.